Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for spinal pain. Caller is reporting the following difficulty recharging. Patient said he used to get 6-7 bars and then all of a sudden he started only getting 2 coupling bars. The antenna locale test displayed 60 on the left and 74 on the top. The caller reported pocket issues related to the ins possibly flipped-recommend x-ray. Caller to follow up with healthcare professional. The physician ordered an x-ray. The patient said he would have the x-ray done either on the next day of the report or today. The caller had not heard any follow up information at this time. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional indicating that the device may have flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.